Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. The caller was assisted with resetting the pump, and it was noted that the pump malfunction code was resettable, although the caller needed to call back to complete the reset due to the lack of a charger.